Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hemicolectomy procedure, after firing the device, part of the middle of the colon was not stapled. Oversewed the area. There was no impact to the pt.